Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged visualization of particles. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to a CPAP device's sound abatement foam. The manufacturer received new information alleging upper respiratory infection. The device was returned and manufacturer could not confirm particles in air path during device evaluation. There was no report of patient harm or injury. He initial report includes patient alleges seeing particles but in the additional info the patient have not noticed any particles. In this followup report section d9,g3,h6 and h3 is updated with additional information.